Event description:
It was reported that the pump housing was damaged, leading to difficulties in changing the insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from cts, was out of warranty, and was in the process of acquiring a new device.